Manufacturer narrative:
Correction made to sections d1 and d4 due to a discrepancy with a product received, reported complaint was reported as a quatro catheter. However, a cool line catheter was returned to zoll for investigation. The reported complaint of a cool line catheter leak was confirmed during functional leak test. A bonding leak was observed at distal end of proximal balloon that caused normal saline (ns) crystalloid bags to empty during ivtm therapy. The probable cause of the reported complaint was due to a latent defect in the bond. Visual examination of the returned cool line catheter catheter was performed and no physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at distal end of proximal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for cool line catheter with lot number 88045.

Manufacturer narrative:
Zoll has received the quattro catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that a possible quattro catheter leak and would like for zoll to investigate what led to 2l infusion of 0.9% normal saline (ns) crystalloid. 1l of crystalloid bag was used. The issue occurred 4 hours of catheter dwell time. The thermogard alarmed with "low volume" but cleared after new bag was installed. According to the customer, patient was continuously monitored by hospital staff during temperature management therapy. No impact or consequences to patient was reported.